Event description:
It was reported that the device powered on and off while in use. There was no confirmation that the reported failure occurred during patient use. There was no further information on the event provided.

Manufacturer narrative:
(B)(6). Physio-control's service manager contacted the third party service provider and found that the initial customer complaint that was reported to physio-control was incorrect. There was never a device failure to power on/off. The customer concern was early depletion of the device coin cell battery. Coin cell battery depletion does not affect the critical functions of the device to deliver defibrillation therapy. The third party service provider evaluated the device and confirmed the reported coin cell problem. The customer is planning to repair the device. The device was not returned to physio-control for analysis/repair.

Manufacturer narrative:
(B)(4). The distributor notified physio-control that the device has been repaired and returned to the customer for use. The distributor has not provided any information regarding the repair of the device. The cause of the reported failure could not be determined.